Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a070102. The lead remains implanted in the patient but not in use; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to the lead exhibiting high pacing threshold measurements and high, out of range pacing impedance measurements in the bipolar configuration. A new rv lead was implanted during a device replacement procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead exhibited high threshold due to a high impedance out of range in a bipolar setting. New right ventricular (rv) lead was replaced. No additional adverse patient effects were reported.